Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device failed to start up. Upon functional testing, the fse tried to reinstall the system but the host pc failed and suspected the host pc and host pc disk were broken. To resolve the issue, the fse suggested the replacement of the host pc and its hard disk and provided a quote but till the current date customer has not approved the quote so no information regarding the resolution. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system failed to boot up. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of the complaint.